Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st and 25th distal stent segment was raised and deformed. The 6th, 7th and 8th distal stent segments were misaligned and overlapping. (B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent. The device was removed from packaging and inspected with no issues noted. Resistance was encountered when advancing the device; the stent could not cross the lesion. The lesion was situated in the cx and exhibited moderate tortuosity, severe calcification and 75-80% stenosis. Lesion pre-dilated with 2.0x12 balloon. No patient injury reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. It was confirmed that the physician believes lesion morphology caused or contributed to the deformation.